Manufacturer narrative:
(B)(4). Upon receipt at our post market quality assurance laboratory the deivce was interrogated and confirmed to be in safety mode. Manual electrical measurements revealed normal sensing, pacemaker, and defibrillation functions. The cause of the device entering safety mode was due to radiation therapy.

Event description:
The product has been received for analysis. This report will be updated upon completion of analysis.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) exhibited safety mode. It was reported that this patient underwent radiation therapy. Subsequently, the patient underwent a revision procedure and this product was explanted and replaced. No adverse patient effects were reported.

Manufacturer narrative:
(B)(4). The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.